Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual and microscopic examination of the stent found that the proximal section of the stent was damaged with stent struts, lifted, bunched and pushed distally. The distal stent outer diameter (od) was measured and is within the maximum crimped stent profile specification. Stent damage most likely occurred during withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken within the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x38mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x38mm promus element (tm) drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.